Event description:
The patient's spouse called lifescan and alleged that their patient's meter was reading inaccurately high, however, the patient was comparing the readings to normal readings/feelings, which is an invalid comparison. The patient had obtained a result of 225 mg/dl and the other meter was 410 mg/dl. The patient was experiencing shakiness at the time of testing. The tests were performed within 2 minutes of each other. The comparison of one meter to another is also an invalid comparison. The patient contacted lfs for assistance regarding the inaccuracy. While attempting to troubleshoot, the apply sample message was repeatedly appearing. The issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however there is no evidence a serious injury. A replacement meter and testing supplies are being sent to the patient.